Event description:
The device was implanted posteriorly on 2/18/88. Anterior surgery was performedon 6/28/89 to repair pseudoarthrosis. Posterior instrumentation left intact. Decompression at l4 & l5 was performed on 3/14/95 at which time partial removal of the instrumentation took place due to bone overgrowth.